Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right liver resection, the surgeon attempted to fire device but gun stopped half way through. They then changed the entire set and continued with the case. There was no patient injury.